Event description:
Healthcare professional (hcp) reports six incidents of blood leaks with the psn 210 dialyzer. All of the incidents occurred at the start of the pts' treatments and were noted on leak alarms. Blood leaks were all verified visually in dialysate and with positive hemastix. Blood was not returned, with an estimated blood loss of 250cc per pt. Treatments were all resumed with new disposables and completed without further incidents. No pt injuries or medical intervention reported per hcp.